Manufacturer narrative:
Control lot: 20 miu/ml hcg urine lot: hcg100223-01, 100 miu/ml hcg urine lot: hcg100513-01, 212.2 iu/ml hcg urine lot: hcg110124-02. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N = 5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N = 5). The 212.2 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verify the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a false negative urine hcg result on sp brand rapid test vs. Serum beta quantitative result. Pt came to the emergency dept with abdominal pain - unspecified site. Urine was collected and tested on the sp brand rapid test with a negative result. A serum qualitative test gave a positive result. A serum quantitative test was run with a result of 60.45 miu/ml.